Event description:
Boston scientific crm received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) may have exhibited out-of-range shock impedance measurement, as identified by an appropriate latitude red alert for high shock impedance measurement. The local area sales representative was contacted for more information but none is available to date. Therefore, it is unknown at this time whether there is a lead or lead and device connection issue. There have been no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.